Event description:
It was reported from the ous that during a primary knee joint surgery the ps insert trials was broken while impacting for insertion of the trial. The trial was damaged while inserting and removing the insert trial to check the range of motion. Pieces fell of the trial into the wound and were removed with tweezers. Since the pieces were not finely crushed, they were simply removed and there was no problem with the patient. No pieces were left in the patient. There was "probably" a 10-minute delay to the surgical procedure while "the disinfectant packaging of the replacement instrument set had to be removed". The issue was resolved by replacing the broken instrument. The patient's health was stable leaving the operating room. Patient demographic information will not be provided, due to cited national privacy law. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
(B)(4). Lot #02071637 mfg date: 02/20/2014 lot #08181422 mfg date: 10/02/2014 CAPA(B)(4) investigation states: the cause of this failure could be reprocessing of these parts. In order to understand why these devices are failing in (B)(6), a questionnaire was sent to the sales force in (B)(6) to inquire about tka trialing, general use, and sterilization/reprocessing techniques. According to an email from the sales manager at exactech (B)(4), these instruments are being sterilized for 40-50 minutes at 134 degrees (celsius). These reprocessing methods are outside of exactech's recommended sterilization instructions per 700-096-057 - reprocessing instructions for reusable surgical instruments, which states parameters for sterilization. (B)(4) is the initial scope assessment. Root cause: the reprocessing of these instruments exceeds the recommended parameters listed in the reprocessing instructions. The material degradation from excessive sterilization of these instruments has likely led to the observed failure. No additional action required. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The broken pieces of the trial were removed from the surgical site with tweezers, there was no adverse event to the patient. There was a 10-minute delay while an alternate instrument was prepared, there was no adverse event to the patient due to this delay. An investigation was conducted under CAPA(B)(4): the reprocessing of these instruments exceeds the recommended parameters listed in the reprocessing instructions. The material degradation from excessive sterilization of these instruments has likely led to the observed failure. No additional action required.